Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate issue showing 50 units that remained static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was educated by cts that this issue could occur due to a large variance in the measured pressures used for calculating the remaining insulin and was informed that the estimate would adjust and count down once the insulin reaches the displayed amount. The caller understood and acknowledged the explanation.